Manufacturer narrative:
Catalogue number is unknown at this time. Device description reported as unknown stem. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the surgeon was impacting the v40 head onto the stem, the taper allegedly did not engage with the stem and the head came out. A second stem was opened and this engaged as expected. This resulted in a couple of minutes delay to surgery while another product was opened.

Manufacturer narrative:
An event regarding seating locking issue involving an unknown stem was reported. The event was not confirmed. The stem was not returned for evaluation. Conclusions: the exact cause of this event could not be determined based on the information available. The stem was not returned for evaluation. The head was returned, investigated and was found to be within specification. Further information such as return of the stem and the operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that when the surgeon was impacting the v40 head onto the stem, the taper allegedly did not engage with the stem and the head came out. A second stem was opened and this engaged as expected. This resulted in a couple of minutes delay to surgery while another product was opened.